Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated stretching and damage at implant.

Event description:
It was reported that during implant of the right atrial (ra) lead there was difficulty placing the lead due to tightness of the vessel, and there was interplay with the other lead. After some time the physician withdrew the lead to place it using a new entrance site, however the helix took 24 times to retract so the lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).